Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product returned for investigation. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 2 unrelated non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports, however no other incidents related to difficult to open packaging. Total for lot number: 4 (pc-(B)(4), pc-(B)(4), pc-(B)(4), pc-(B)(4)) complaints received by cmw in the last 12 months for this issue ¿ (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during opening on the cement the package sheared instead opening in a normal manner.